Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that after the battery change the reservoir icon was empty. Customer reported that its requested to change reservoir set but the option in the insulin pump menu was stuck. The error received night was linked only to the battery error, the insulin pump was blocked. Removed the block from the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.